Manufacturer narrative:
At this moment it is unclear the reprocessing of device. The concomitant product: carto 3, model # m-4800-01, serial # (B)(4). (B)(4).

Event description:
It was reported that during the procedure, error '25' appeared on the carto and all signals disappeared on the carto and the ep recording system. The issue did not resolve by replacing the cable between the carto and the ep recording system. The physician was able to complete the procedure conventionally without any patient consequence.